Event description:
Procedure type: hartman procedure. According to the reporter: after firing the 31mm eea, an anastomotic leak was discovered intraoperatively. The anastomosis was resected and redone with another 31mm eea, resulting in another intraoperative anastomotic leak. Current patient status: stable. Patient received a temporary loop ileostomy. There was unanticipated tissue loss. The case was extended by more than 2.5 hours.

Manufacturer narrative:
(B)(4).